Event description:
It was reported to philips that the device's suite computer was not booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspect the system onsite and confirm that there was an error message on the system. Upon troubleshooting fse found that the suite pc was not turning on. The defective suite pc was sent for analysis. The malfunction could be confirmed, and it was because of faulty psu. However, to resolve the issue, fse replaced the suite pc, reloaded the software and restored the backups. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.